Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had an abrupt degradation in hearing performance and therefore requested a fitting appointment. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested a fitting appointment. At this appointment the external components were checked and no problems were reported. Re-implantation is considered.